Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was unable to fill multiple cartridges. Syringe changes were performed resolving the issues. There was no reported adverse impact to the customer's blood glucose level. Tandem technical support educated the customer in regards to common causes of this issue.